Manufacturer narrative:
H6: patient codes (1): updated from ischemia to embolism/embolus. Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon mobilized, and patient complications occurred. A 33mm 100cm equalizer balloon was selected for an organ procurement. After inflation of the balloon in the descending thoracic aorta, the cardiopulmonary bypass (cpb) decreased. The balloon mobilized spontaneously and rose to the ascending aorta. Consequently, the procedure was stopped. It was reported that loss of liver and kidney grafts occurred.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon mobilized, and patient complications occurred. A 33mm 100cm equalizer balloon was selected for an organ procurement. After inflation of the balloon in the descending thoracic aorta, the cardiopulmonary bypass (cpb) decreased. The balloon mobilized spontaneously and rose to the ascending aorta. Consequently, the procedure was stopped. It was reported that loss of liver and kidney grafts occurred.